Event description:
Boston scientific received information in march that the coroners report was only recently completed, and after review further details could be provided. However, despite our efforts, no additional information was made available to the boston scientific field representatives. Therefore, as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
It was confirmed that the lead was an ingevity model and that the implant procedure occurred on (B)(6) 2016. The name of the implanting physician was provided. The actual date of death was not reported. The hospital has indicated this case is now with the coroner and no information about the case would be released until the coroner's report was completed, which could take several months. The investigation is ongoing. This report will be updated when additional information is received.

Event description:
Boston scientific received information that a patient who was implanted at this facility in (B)(6) 2016 recently died. The cause of death was reported to be cardiac tamponade due to an right atrial (ra) lead perforation. The model and serial number of the ra lead was not immediately available, but it was believed to be a boston scientific product. It was reported that the patient had been transferred to another hospital after the implant procedure. There, the patient became unwell and passed away. The physician notified the boston scientific field representative about this death, but did not have the specific details about the ra lead, implant date, or date of death. The missing information about this case will be provided as soon as it is available.